Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The console was tested on an engineering lab bench. The blue purge retainer and the flag were broken / missing, which confirms the reported failure mode. Data logs were reviewed finding there were no changes in the purge pressure during ¿fast prime mode¿. This symptom aligns with the reported failure mode, and most likely at this point the purge retainer might have partially broken/dislocated. Though the ¿bag & cassette change¿ procedure was completed, the console received a ¿purge system open¿ alarm. User again performed the ¿bag & cassette change¿ procedure. This time, the same cassette was removed and reinserted. Then the console was not able to pass through the fast prime mode due to no change in the purge pressure, and so the aic was not able to complete the procedure. At this point of time, purge retainer might be broken/dislocated. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male in st elevated myocardial infarction was implanted with an impella device for mechanical circulatory support. When changing the purge cassette (pc) the team observed the clip of the automated impella controller (aic) at the pc housing to be broken. The team followed IFU and replaced the aic for continued support. There was no harm or injury to the patient.